Manufacturer narrative:
(B)(4) - explant of intaocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the return sample is cut in pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens, additional analysis is not possible. The manufacturing records were reviewed. Device history records show the production order was produced without non-conformities. There was one deviation noted that was not related to the complaint. There were not process and /or material changes. There were not non-conforming materials reports. The product met release criteria. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an zmb00 21.0 diopter (d) intraocular lens (iol) was explanted from the patient's right eye after they experienced unexpected post-operative refraction. The report indicated the replacement iol was a 20.0 d iol because the doctor changed the diopter value; there was no patient injury .